Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: correction: h6. The component codes have been updated accordingly.

Event description:
It was reported that preoperatively to an unknown procedure, it was observed that the scope on the 4k c-mnt scp,4.0,30,167,mitek device was cracked. During in-house engineering evaluation, it was determined that the device was broken (2+ pieces) : chipped/shaved/delaminated. It was reported that there were no delays to the surgical procedure as a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2025. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: h4: the device manufacture date is currently unavailable. Investigation summary: the complaint device was received at the manufacturing site and evaluated. During the service evaluation the following defects were identified: visual : scratched/nicked, broken (2+ pieces) : chipped/shaved/delaminated, visual : deformed/bent, usage : use error/misuse and labeling : illegible etch. Other damages caused observed: outer tube damaged, distal tip distal tip damaged. Illumination distal tip fiber damaged. Particulate, optics particulate under distal lens fiber under negative. Particulate under proximal lens particulate in system. Optical system, optical components. Cosmetic issue scratches/dents. Engraving/identification datamatrix code level a. Per service reports, this complaint was confirmed. Based on the investigation findings, the potential root cause is traced to user error. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.